Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The distal end of the delivery needle is bent. The actuator is in its post t2 deployment position indicating multiple trigger advancements took place. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was inadvertently advanced causing the reported simultaneous deployment. Per the device instructions for use under warning: ¿do not push the deployment slider twice or the second implant will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the devices did not meet product specifications upon release into distribution. Based on the results from the product evaluation the root cause of t2 non-deployment was likely due to a user vs procedural event. The device instructions for use does warn against pushing the deployment slider twice or the second implant will deploy prematurely and not to bend the delivery needle because it makes it difficult to deliver the t implants. No further harm is anticipated as a result of the surgical time extension and migration is unlikely as the implants were left secured at meniscus.

Event description:
It was reported that during meniscus repair surgery both ts of the fast-fix were deployed simultaneously, and secured at meniscus. The devices were not removed from the patient. The procedure was completed with a delay of under 30 min and using a backup device that was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.